Event description:
Autosuture 5mm short mini-step malfunctioned, allowing small orange ring to break off into operative field. (Inside the pt during laparoscopic procedure). The "ring" was retreived by surgeon + port continued to be used until an appropriate time to change port.